Event description:
After torquing screw, guide could not be removed. Screw had to be removed and replaced. Patient outcome: no adverse affect reported as a result of this event.

Manufacturer narrative:
DHR was reviewed, no anomalies were identified.